Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to wire perforated through lead insulation at the point of spiral when attempting to load the lead on the wire outside the body. The lead was never in service. No adverse patient effects were reported.